Event description:
It was reported that the patient experienced sore in vagina, so patient had stopped using the purewick female external catheter. The patient has an appointment to see the doctor to determine the cause of the sore. The patient had been using the product more than 90 days. Per follow up via phone on (B)(6) 2021, customer had the vaginal sore but it has decreased in size since the time they reported this reaction. The doctor prescribed k-y gel to use but they have not used it yet. Customer going to put k-y onto the plastic part of the wick to see if it helps. Per additional information received on (B)(6) 2021, the doctor suggested to use the k-y gel but the customer did not try the gel onto the plastic as of yet. Per follow-up via phone on (B)(6) 2021, the vaginal sore was a bubble inside of patient vagina and not currently under medical treatment for it. It did not seem to be bothered and not to feel the sore was related to use of the purewick system. Patient were leaving the wicks in place for 12-24 hours and had recently changed to leaving them in place for 8-12 hours and also decided not to use the k-y jelly at all and the patient would use the system again.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient experienced sore in vagina, so patient had stopped using the purewick female external catheter. The patient has an appointment to see the doctor to determine the cause of the sore. The patient had been using the product more than 90 days. Per follow up via phone on (B)(6) 2021, customer had the vaginal sore but it has decreased in size since the time they reported this reaction. The doctor prescribed k-y gel to use but they have not used it yet. Customer going to put k-y onto the plastic part of the wick to see if it helps. Per additional information received on (B)(6) 2021, the doctor suggested to use the k-y gel but the customer did not try the gel onto the plastic as of yet. Per follow-up via phone on (B)(6) 2021, the vaginal sore was a bubble inside of patient vagina and not currently under medical treatment for it. It did not seem to be bothered and not to feel the sore was related to use of the purewick system. Patient were leaving the wicks in place for 12-24 hours and had recently changed to leaving them in place for 8-12 hours and also decided not to use the k-y jelly at all and the patient would use the system again.